Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01131. It was reported the pt experienced a fall causing significant internal bleeding. The pt was admitted to the hospital and subsequently underwent surgery to have his spleen removed. It was later determined by the sjm representative during an impedance check contacts 1-8 were invalid and contact 9-16 were within normal limits. Reprogramming was not attempted at this time because the pt was in pain. Follow-up identified the pt experienced sharp pain above the lead incision site when in certain positions. A fluoroscopy showed a possible lead fracture. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.